Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had no delivery alarm. Customer's blood glucose level was 158 mg/dl. Customer also stated that they already changed the reservoir and tubing and still alarming and they had tried all remedies. The customer was advised that the insulin pump needed to be replaced and to revert to the backup plan. The device will be returned for analysis.

Manufacturer narrative:
The device passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and self test. No delivery alarm/occlusion during therapy not confirmed. (B)(4).